Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified, however, the probable cause is that no image was displayed due to a communication failure caused by a cable failure. The event can be detected/prevented by following the instructions for use: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation finding was; due to disconnection in cable unit, the endoscopic image cannot be displayed. Additional non-reportable findings were: water leak in the button and the switches cannot be pressed down smoothly. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had a connector problem with loss of image. There were no reports of patient harm or injury.